Event description:
New information received indicates the lead was not explanted on (B)(6) 2020 as previously reported. The status of the lead during and post procedure is unknown.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted. The patient was in stable condition.